Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken shell. A visual and micro analysis was performed which identified: striated opening. Base on the device analysis the final assessment is: -a striated opening assessed as a surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side implant is "dropping close to my ribs".

Event description:
Patient reported left side "dropping close to my rib." Healthcare provider additionally reported rupture. Device has been explanted